Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion set's kinked cannula event on (B)(6) 2025. Event took place within 3 hours of insertion. Site of insertion was abdomen. Patient blood glucose levels were reported as high. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.